Event description:
The lens was found damaged after insertion into the pt's eye using the delivery device. The lens was removed and replaced with no pt injury.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-00514 for intraocular lens used with this delivery device.